Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is an off-label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced a cgm accuracy issue which occurred 3 days after sensor insertion into the arm. On (B)(6) 2024, the patient¿s cgm was reading 100 mg/dl, and the bg meter was reading 375 mg/dl. The patient was wearing a tandem insulin pump. The patient felt nauseous, lethargic, and had a headache. The patient drove to the emergency room (ER) for evaluation. At the ER, the patient¿s bg was elevated (no specific value was reported) and he had large ketones. The patient reported being ¿borderline¿ for ketoacidosis. The patient was treated with intravenous (IV) fluids (for dehydration) and insulin via his tandem insulin pump. He also had a chest x-ray done. The patient was discharged home after approximately 5 hours. No other patient or event details were available. The reported glucose values fall within the c zone of the parkes error grid. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.